Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, an insulation anomaly was seen on the atrial lead. The lead was repaired with medical adhesive. No patient symptoms were reported.